Event description:
The pt was admitted for a procedure in 2008 with a 99%, heavily calcified lesion in the proximal circumflex. It was noted that a 3.5 x 23 mm cypher stent had been previously implanted (date unk) in the proximal left anterior descending branch. The proximal end of the cypher was prominent to the ostium of the left circumflex. A guiding catheter was engaged and a guidewire crossed the lesion. After an intravascular ultrasound was conducted, a 2.5 x 23 mm cypher stent was delivered. However, the stent delivery sys (sds) couldn't cross the lesion because the stent became stuck with the cypher that had been previously implanted. Therefore, the physician retrieved the sds from the pt and found that the stent was not mounted on the balloon. He confirmed, by coronary angiography, that the stent was dislodged inside of left main trunk. To retrieve the dislodged stent, a gooseneck snare was inserted and the stent was caught. However, the dislodged stent became stuck at the distal end of the guiding catheter and couldn't be inserted into the guiding catheter. A different guiding catheter was inserted for back up by conducting, 5-in-6 technique, and the stent was retrieve from the pt. Then, a different 2.5 x 23 mm cypher stent was delivered to the lesion, but it couldn't cross the lesion either. Therefore, a balloon was inserted into left anterior descending branch to conduct the "anchor balloon technique" and the second cypher crossed the lesion and was safely implanted. Post-dilation was conducted with two balloons (kissing balloon technique).

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.